Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported patient (pt) called their representative (rep) a year and a half ago and their settings were adjusted to see if it would last 7 days. Patient's equipment was updated and they had gone through 4 different recharger replacements. About 4 months ago they contacted their representative again and the implant was lasting close to 10 days but now it was lasting maybe 2 days. Patient was in contact with their pain doctor to see if they could replace the implant. Their doctor was concerned because they had a paddle rather than a lead. Patient got a couple letters in the mail and was waiting to hear back. Pt called back stating they just got in contact with their rep after calling patient services who discussed an option that before an ins battery replacement maybe they could get the controller battery replaced. Pt confirmed that their ins battery was depleting a lot more and not the controller battery. Pt was redirected to their hcp and rep regarding ins charge frequency.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient called back and mentioned previous information in this case. Patient was having issues getting their implant battery replaced the past year and was being held 'hostage' by their doctor or their insurance and patient was told that it didn't financially make sense for the doctor to replace the implant. Patient was dealing with a lot of pain issues right now and their pain management was supposed to get ahold of their representative but patient couldn't get a simple reprogramming. Agent emailed physician listings to patient as well.

Event description:
Additional information was received, it was reported the cause of the recharge frequency was due in part to either consistently running their stimulator at higher settings to manage their symptoms or the battery was draining faster than expected. The issue had become more noticeable over time. The patient noted that about a year ago their settings were adjusted to cycling mode and that worked at a lower rate and turned off adaptive stimulation feature which altogether did impact their pain relief but significantly improved battery life. The patient was able to go up to 7 days without charging. The patient's representative wanted to swap out their battery for a new one to resolve the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was a battery longevity issue with an implantable neurostimulator, specifically a pain stimulation implantable pulse generator (ipg). The patient indicated that the battery was not lasting more than one day, which was not typical for them. This decreased battery longevity was noticed in the past 1 to 2 months following a previous reprogramming that initially improved battery life. The patient had been placed on a cycling program to conserve battery usage, but the issue persisted, requiring daily charging. The rep contacted the patient and took care of the issue. No patient complications have been reported as a result of this event. Pt called back and left a voicemail message. She stated she got a letter but accidentally tossed it in the trash. Pt reiterate issues already reported. Additional information was received from the patient. Patient reported that they have been having recharge issues for a while now.. The patient stated that about a year ago they were put on the cycling setting which goes off every 15 minutes and their battery was extended for a little over a week. In the last 3-4 months the battery has started to diminish over time where it is not holding a charge as long as it should. Patient stated that they contacted their representative after calling customer service and the representative is in contact with their pain management doctor regarding getting a replacement battery generator because their thoughts are that it is faulty and needs to be replaced. The caller was redirected to their healthcare provider to further address the issue.